Event description:
A peritoneal dialysis registered nurse (pdrn) reported that on (B)(6) 25 patient went to the clinic stating she could not drain. As per the pdrn, they could not help with the draining issue and sent the patient to the emergency room (ER). The pdrn stated that the patient has been in the hospital since (B)(6) due to draining issues. Follow-up with the patient¿s primary pd registered nurse (pdrn) verified the patient was hospitalized on (B)(6) 2025 due to a malfunctioning pd catheter (not a fresenius product) and peritonitis. A peritoneal effluent fluid culture was positive for methicillin resistant staphylococcus aureus (mrsa), and the decision was made to remove the patient¿s pd catheter. While undergoing the pd catheter removal, the patient also received a tunneled hemodialysis (hd) catheter (not a fresenius product) to facilitate a transition to hd for rrt. The pdrn reported that the drain complications were caused by the patient¿s peritonitis and diffuse abdominal adhesions, however the cause of the peritonitis and adhesions is unknown. The patient successfully transitioned to hd and was reportedly scheduled for discharge on (B)(6) 2025. The patient is recovering from the serious adverse events and will be transitioning to outpatient hd following discharge. Per the pdrn, the patient¿s serious adverse events were not caused by any fresenius device(s) and/or product(s) malfunction or deficiency. Additional information was received reporting that the patient was still hospitalized for peritonitis on (B)(6) 2025. The pdrn stated that the patient would likely transition to home hemodialysis (hhd) upon discharge.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. A (as-received with reduced dwell) simulated treatment was performed and completed. The cycler underwent and passed a system air leak test and a valve actuation test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid on the edges from the rear panel and on the bottom cover behind the front panel assembly. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the serious adverse events of drain complications and peritonitis, which required hospitalization, antibiotic therapy (unconfirmed), removal of the patient¿s pd catheter, placement of an hd catheter, and transition to hd for rrt. Although the definitive etiology of the serious adverse events is unknown, the pdrn reported they were not caused by any fresenius product(s) and/or device(s) deficiency or malfunction. Esrd patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. Staphylococcus aureus is commonly found in the mucus membranes and skin of humans and is the most frequent organism associated with peritoneal infections in pd patients. Based on the information available, the patient¿s liberty select cycler and liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report that a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that on (B)(6) 2025 patient went to the clinic stating she could not drain. As per the pdrn, they could not help with the draining issue and sent the patient to the emergency room (ER). The pdrn stated that the patient has been in the hospital since (B)(6) due to draining issues. Follow-up with the patient¿s primary pd registered nurse (pdrn) verified the patient was hospitalized on (B)(6) 2025 due to a malfunctioning pd catheter (not a fresenius product) and peritonitis. A peritoneal effluent fluid culture was positive for methicillin resistant staphylococcus aureus (mrsa), and the decision was made to remove the patient¿s pd catheter. While undergoing the pd catheter removal, the patient also received a tunneled hemodialysis (hd) catheter (not a fresenius product) to facilitate a transition to hd for rrt. The pdrn reported that the drain complications were caused by the patient¿s peritonitis and diffuse abdominal adhesions, however the cause of the peritonitis and adhesions is unknown. The patient successfully transitioned to hd and was reportedly scheduled for discharge on (B)(6) 2025. The patient is recovering from the serious adverse events and will be transitioning to outpatient hd following discharge. Per the pdrn, the patient¿s serious adverse events were not caused by any fresenius device(s) and/or product(s) malfunction or deficiency.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that on (B)(6) 2025 patient went to the clinic stating she could not drain. As per the pdrn, they could not help with the draining issue and sent the patient to the emergency room (ER). The pdrn stated that the patient has been in the hospital since (B)(6) due to draining issues. Follow-up with the patient¿s primary pd registered nurse (pdrn) verified the patient was hospitalized on (B)(6) 2025 due to a malfunctioning pd catheter (not a fresenius product) and peritonitis. A peritoneal effluent fluid culture was positive for methicillin resistant staphylococcus aureus (mrsa), and the decision was made to remove the patient¿s pd catheter. While undergoing the pd catheter removal, the patient also received a tunneled hemodialysis (hd) catheter (not a fresenius product) to facilitate a transition to hd for rrt. The pdrn reported that the drain complications were caused by the patient¿s peritonitis and diffuse abdominal adhesions, however the cause of the peritonitis and adhesions is unknown. The patient successfully transitioned to hd and was reportedly scheduled for discharge on (B)(6) 2025. The patient is recovering from the serious adverse events and will be transitioning to outpatient hd following discharge. Per the pdrn, the patient¿s serious adverse events were not caused by any fresenius device(s) and/or product(s) malfunction or deficiency. Additional information was received reporting that the patient was still hospitalized for peritonitis on (B)(6) 2025. The pdrn stated that the patient would likely transition to home hemodialysis (hhd) upon discharge.

Manufacturer narrative:
Additional information: b5 the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.